Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring got stuck in a large amount of fatty tissue. The provider started to turn the device in one direction trying to free the c ring and then pulled suddenly on the device. The c ring was either stuck on the tissue or the end of the btt port and the c ring broke in half when the device was pulled quickly. No injury occurred to the patient. The customer removed the device from use and opened a new hemopro 2 kit. The product is available to return for evaluation but the lot number was not saved.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for "c-ring cut". (B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for "c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring got stuck in a large amount of fatty tissue. The provider started to turn the device in one direction trying to free the c ring and then pulled suddenly on the device. The c ring was either stuck on the tissue or the end of the btt port and the c ring broke in half when the device was pulled quickly. No injury occurred to the patient. The customer removed the device from use and opened a new hemopro 2 kit. The product is available to return for evaluation but the lot number was not saved.